Manufacturer narrative:
The "date of this report" provided in the initial report was incorrect. The correct date has been provided in this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a time anomaly which caused some basal profiles to skip. The customer's blood glucose level was unknown. The customer's device was replaced. No further details were provided.

Manufacturer narrative:
The pump was programmed with the correct time and date. The pump was monitored for several days. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents and passed the self test. The pump passed the unexpected restart and off no power tests. The pump was downloaded to carelink and the carelink report showed all boluses programmed and delivered. No unexpected time/clock anomaly was noted. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.